Event description:
Medtronic received information that possible under delivery anomaly occurred. There was an allegation of hyperglycemia as a result of this event.

Manufacturer narrative:
(B)(4). S/w ver: 5.2a retainer ring = black on (B)(6), 2021 the pump was returned due to customer allegation to pump under delivering causing high bgs. The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08740 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No under delivery anomaly noted during testing. In further full review of the pump history on the event date of (B)(6), 2022 found bolus deliveries of 8.2u at 1:52am, 0.05u at 3:26am, 0.175u at 4:01am, 0.1u at 5:06am, 0.025u at 6:01am, 0.175u at 7:01am, 0.175u at 8:01am, 0.15u at 9:01am, 0.025u at 10:11am, 0.15u at 11:01am, 0.15u at 12:01pm, 0.05u at 1:31pm, 2:01pm at 0.175u, 3:01pm at 0.1u, 0.175u at 4:01pm, 0.15u at 5:01pm, 0.175u at 6:01pm, 0.025u at 7:03pm, and 0.025u at 7:33pm. ¿pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor.¿ test p-cap and reservoir locked properly into reservoir compartment during testing.¿ the pump was received with scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case(battery tube), and cracked case-corner of belt clip rails. In summary, customer allegation for pump under delivering not confirmed during full functional testing. Unable to verify customer alleged for high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.